Event description:
Reporter stated that 6 weeks after a hip implant surgery, she started experiencing pain on her hips, groin and thighs. When she wakes up in the morning she won't be able to walk because of stiff joints. Reporter also said the pain is 100 times worse than before she had the surgery. She takes hydrocodone for the pain. The pain goes almost all the way down to her knees. Reporter also has depression and is taking a medication for it. Reporter stated that she is unable to perform all the activities she used to do before the surgery.